Manufacturer narrative:
A visual assessment was performed and only the working channel sleeve was returned and appears stretched. The working channel sleeve was likely protruding from the distal cap in order for it to be pulled/detached from the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, as this device was advanced through the duodenoscope, the distal portion of the working channel sleeve protruded. The procedure was completed with another spyscope digital access & delivery catheter. The patient's condition at the conclusion of the procedure was reported to be fine.